Event description:
It was reported that there were false pause episodes noted on confirm device. The pause episodes looked false due to small r wave signals. Programming changes were suggested. The confirm device was explanted and a pacemaker was implanted on (B)(6) 2018. Additional information was not reported.